Event description:
The customer reported the device would not charge during op check. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device would not charge during op check. There was no pt involvement. The device was evaluated at philips. The issue was isolated to a faulty battery. Replacement of the battery resolved the reported issue. The device passed all testing and was returned to the customer.